Manufacturer narrative:
The user facility stated that the employee had inserted the aspirator probe into a cup of s40 sterilant. For an unknown reason, the aspirator probe was removed and the probe contacted the employee's bare forearm. Although it is unknown why the employee removed the aspirator probe, it may be attributed to the observation of a kinked or pinched aspirator tubing. The system 1e operator manual states (pp. 7-3), "ensure tubing is not kinked." A steris service technician arrived onsite to inspect the processor and found the unit to be operating properly. The technician visually inspected the aspirator probe assembly and found no issues. The technician ran a diagnostic and processing cycle and confirmed the processor to be operating properly. The unit was returned to service and no additional issues have been reported. During the time of the reported event, the employee was wearing short sleeve scrubs. The system 1e operator manual states (pp. 1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The steris service technician discussed ppe requirements with user facility personnel.

Event description:
The user facility reported an employee obtained a burn after removing the aspirator probe assembly from the s40 sterilant cup. The employee sought medical treatment at the facility's ER.